Manufacturer narrative:
The device (B)(4) has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that after a system shutdown a communication error occured during the registration. The system was manually shutdown and after restart no more issue were observed.

Manufacturer narrative:
Following the investigation, the issue is a software problem however the root cause can not be determined.

Manufacturer narrative:
Manufacturer narrative : it has been identified during internal review that the reported manufacturer awareness date and event date were not correct. The  event date was initially recorded as (B)(6) 2017, however this date should have been (B)(6) 2017. The awareness date was initially recorded as (B)(6) 2017, however this date should have been (B)(6) 2017.  This medwatch report has been submitted to provide the correct awareness date and event date. This correction does not impact the timeliness of the previous reports or the investigation conclusions.